Event description:
Consumer reports getting much higher readings on family member's bd cobranded logic monitor than other monitor (competive). Analysis run on clark error grid using competitive readings (42) vs. Bd readings (500) yielded data points in the "e" range of the grid - outside acceptable range.